Event description:
So it looks like some of the 6 inch x 4 yds specialist cotton blend sterile cast padding (item 76041608) has been coming in with some of them not fully sealed. I found two that were like that and just wanted to ask if there was something that I needed to do about that? The lot number that they came from is 303188. Will report to bsn - second report on same lot.